Event description:
It was reported that there were electrode impedances out of range (high). There were no pt signs or symptoms. The electrode impedances were rechecked in recovery and all were within normal limits. Date noted as (B)(6) 2010. The pt outcome was resolved without sequelae as of (B)(6) 2010. It was also reported that there was a burning sensation at the ipg site. There was a burning sensation during recharging and implant site irritation. The event date was noted as (B)(6) 2010. Intervention was noted as "no action taken". The pt outcome was resolved without sequelae on (B)(6) 2010. It was also reported that the pt experienced "jolting" during manual programming phase. The date of the event was noted as (B)(6) 2010. The pt reported getting an "extra jolt" during manual programming phase on week 12 questionnaire. Intervention was noted as "no action taken". The pt outcome was resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
(B)(4).